Event description:
It was reported that the type of alarms were low flow alarms. A cardiac catheterization was performed as a routine procedure for readmission and revealed a central venous pressure (cvp) of 2 mmhg, a pulmonary arterial (pa) systolic pressure of 19 mmhg, a pa diastolic pressure of 2 mmhg, a pulmonary artery wedge pressure (pcw) of 2 mmhg, and a cardiac output of 2.6 liters (l)/minute (min). The pump¿s rotor speed was adjusted, and the patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were provided by the account for review. A specific cause for these events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU also addresses all pump parameters, including pump flow. This document describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient was admitted due to an alarm. A cardiac catheter procedure was done.